Event description:
Calibrating the swan machine in prep for the case in CT kept erroring. Changed out oximetry cable, and rebooted swan machine with no change. Switched out the kit and the error code ended ruling the kit being faulty.